Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient had a previous spinal cord stimulation system and they were thinking about re-doing it. They believed that the patient had an infection years ago and the system was removed, but the patient may still have the leads in. The patient had 6 spine surgeries since 2002 and had failed back surgery syndrome. They had ordered imaging for the patient to determine what was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.